Event description:
Staff member started 270 degree cycle and left room. A loud bang was heard, upon entering the room the sterilizer was found, unplugged from the receptacle, on the floor with the door blow open and the instruments on the floor. No injuries.